Event description:
A mayfield skull clamp was involved in a malfunction during a procedure and was described as follows; the unit was not tightening up and came loose on the pt (demographics unk). The pt incurred an unspecified injury as a result. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.